Manufacturer narrative:
(B)(4). The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. However a secondary issue was also noted as lcd cracked/broken. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report; 510 (k) is k082590.

Event description:
It was reported that during a low anterior resection procedure, the device was used to anastomose the colon and the rectum. The punched out sound of the washer was not heard and the device could not be anastomosed properly at the first firing. The rectum was anastomosed again and the operation was finished without any problem. Reinforcement product was not used.

Event description:
On (B)(6), 2010, the lay user/ patient contacted lifescan (lfs) alleging that the onetouch ping meter was not powering on. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue began on the morning of (B)(6), 2010 at 6:00am eastern standard time (est). The patient informed the cca that she manages her diabetes with insulin pump. Two hours after the start of the alleged issue, the patient stated she responded to taking her novolog via pump insulin (dose unknown) as usual. The patient claimed she was feeling nauseas 3 hours after the start of the alleged issue. The patient however denied receiving any medical treatment. At the time of troubleshooting, the cca determined the meter does not turn on with the strip insertion and the power button. The patient informed the cca that the battery does not need to be replaced. The alleged issue was not resolved. Replacement products were sent to the patient. There is no indication that the reported issue caused or contributed to an adverse event. The patient¿s symptom does not meet the criteria for a serious injury. The patient did not receive any form medical treatment for acute complications of diabetes. However, this complaint is being reported because the alleged issue remained unresolved.